Event description:
The customer obtained repeat false positive anti-hbs results on a pt sample. Negative results were obtained for the same sample using an alternative method. A false positive result could present a risk to public health. There was no report of pt harm as a result of this event.